Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt experienced tightness in his extremities and worsening spasticity. An x-ray was taken on (B)(6) 2011 and revealed a hole or kink in the pt's catheter and that the pump battery was approaching the end of its life. The determination of severity for the pt was "severe." The pump and catheter were both replaced on (B)(6) 2011. It was further reported that the pt's condition had resolved without sequela. Add'l info will be provided in a f/u report, as it becomes available.